Event description:
N/a.

Manufacturer narrative:
Tw # (B)(4). Corrected section: d10. The lot history record review cannot be completed. A ship history was performed to acquire the last 3 recent lots that were shipped to the event site. The three recent lots that were provided are 3000456184, 3000456894, 3000456896. Based on the DHR/lhr review results, there were no ncmrs identified which could cause or contribute to the reported failure.

Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that while attempting to harvest the radial artery, experienced vasoview hemopro 2 system fail to deliver energy consistently. The device would function for 1-2 seconds before the audible tone and bisector would cease energy delivery; the team is confident this is unrelated to the polyfuse being activated. Joe retracted the harvester, cleaned the jaws, and made another attempt with the same outcome. The team then replaced both the power cord and hp2 in an effort to save time, once this occurred the system began working normally. It is unclear if replacing the power cord solved the issue or if it was the hp2; a recommendation was made to troubleshoot one component at a time as that is helpful to determine the source of fault. There was a procedural delay of approximately 5 minutes. No patient injury.